Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that there was a suspected overdischarge, and it was unknown what number overdischarge this was. A physician mode recharge was performed and it did not successfully reset the device. Actions required as a result of the event was surgical intervention, planned for battery replacement on (B)(6) 2014. For at least a year, prior to the report, the patient had been unable to recharge the battery and had met with 5-6 manufacturer representatives trying to reboot the battery. It was unknown if there was any diagnostic testing or troubleshooting performed. The patient had pain, a return of pain, but their status at the time of the report was alive, no injury. It was later noted that the patient¿s surgery had been rescheduled, and the cause of the event was unknown.